Event description:
Information was received from a healthcare professional (hcp) regarding a patient (pt) with an implanted neurostimulator (ins) for unknown indications for use. It was reported that caller states that upon implant of the ins on (B)(6) 2021, the pt began to have anal and buttock pain. The caller states they did a revision on (B)(6) 2022 but used the same ins.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot#: unknown; implanted: (B)(6) 2021; explanted: (B)(6) 2022; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.